Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on june 14th, 2019, that the replacement dtc resolved the issue. The patient also reported that the replacement dtc broke and the patient will be having the battery surgically removed on (B)(6). There were no further complications or anticipations reported with this event. There were no further complications or anticipations reported with this event.

Manufacturer narrative:
Concomitant medical products: product ID: 37761, serial# (B)(4), product type: recharger. Other relevant device(s) are: product ID: 37761, serial/lot #: (B)(4). (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for failed back surgery syndrome and spinal pain. It was reported that the connector pin was broken and the patient was able to remove it from the implantable neurostimulator recharger (insr). The patient last charged their device the morning before the report. In addition, the patient reported that the implantable neurostimulator (ins) was depleted because he was not able to charge the ins due to the broken connector pin. A replacement desktop charger(dtc) was sent to the patient. No symptoms were reported at the time of the event. There were no further complications or anticipations reported with this event.